Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed all pertinent information available to abbott diabetes care has been submitted. This is a correction report as the extended investigation was performed.

Event description:
Customer reported she was unable to test due to the adc blood glucose meter not powering on with button press or test strip insertion even after battery replacement. Customer further reported that on (B)(6) 2019, she was unable to check her blood sugar and she started feeling light-headed and almost passed out. The customer was rushed to the ER where a blood glucose reading of 52 mg/dl was received on the hcp meter and she was diagnosed with hypoglycemia. Unspecified medication was administered for treatment of her low blood sugar. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she was unable to test due to the adc blood glucose meter not powering on with button press or test strip insertion even after battery replacement. Customer further reported that on (B)(6) 2019, she was unable to check her blood sugar and she started feeling light-headed and almost passed out. The customer was rushed to the ER where a blood glucose reading of 52 mg/dl was received on the hcp meter and she was diagnosed with hypoglycemia. Unspecified medication was administered for treatment of her low blood sugar. There was no report of death or permanent impairment associated with this event.